Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control further evaluated the electronic records from the device and determined that the device was connected to an auxiliary power source, but the auxiliary power cable information was not being recorded, indicating an issue with the ac power adapter. Further device of the customer¿s device could not duplicate the reported issue. The ac power adapter was replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed ac power adapter was further evaluated by physio, however the reported issue could not be duplicated. The cause of the reported issue could not be conclusively determined.